Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon receipt, the belt intermittently was unable to communicate with a monitor. Upon evaluation, the heat shrink tubing was parting from the solder joint connecting the rear pulse wires. This resulted in a short in the distribution node. The cause for the test failure was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the separating heat shrink. The root cause for the separating heat shrink cannot be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.